Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial, that the 3.0 x 15 mm and 3.0 x 12 mm promus stents were implanted in 2008. During follow-up, the pt was diagnosed with in-stent restenosis and thrombosis, and had experienced an mi. Total vessel revascularization was performed in 2009. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Mi, stenosis and thrombosis, as listed in the xience v IFU, are known adverse events associated with coronary stenting procedure. These known pt effects are not necessarily an indication of a product quality deficiency. Additionally, there was no report of any product malfunction identified during the procedure that could have contributed to the reported pt effects. Although there is no indication of a product quality deficiency, a definitive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined. The second promus (part 1009529-12b, lot 8042161), is being filed under the same MFR#.